Manufacturer narrative:
Product analysis: as found condition: the apollo micro catheter was returned for analysis within a shipping box, within an opened apollo outer carton (b497981), and within a plastic pouch. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal tip was found detached from the catheter. The detached distal tip was not returned. Testing/analysis: the apollo catheter ldpe overlap was measured to be 1.45mm, which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Tip premature detachment (during navigation) can be caused by vessel tortuosity, use of an incompatible guidewire, or if the detach joint ldpe overlap length is too short. The ldpe overlap length was measured to be within specification and the patient¿s vessel tortuosity was ¿moderate¿. Therefore, it is unlikely that vessel tortuosity or ldpe overlap length contributed to the event. The guidewire used in the event was not returned. In addition, the make/model of the guidewire was not provided. Therefore, any contributing factors from the guidewire could not be assessed. Tip premature detachment can also occur, due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the micro catheter, while it is in a wedged position or with vessels that are in vasospasm. However, it was reported, there was no vasospasm and the catheter tip was not entrapped/stuck. The cause of the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo was navigated to the lesion site and there was pre-mature detachment during embolization. There was tip premature detachment. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm and no surgical or medical intervention required. This fif not occur during onyx injection. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The patient was undergoing surgery for treatment avm with an access vessel of the middle carotid artery (3mm diameter). The patient's vessel tortuosity was moderate.